Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during MRI testing, the lead exhibited multiple auto mode switch episodes due to lead noise. Lead damage was noted. The lead was capped and replaced on (B)(6) 2019 successfully.

Event description:
New information states that the patient was in a stable condition before, during and after the procedure.